Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met less than 80% of expected longevity. The device lasted 77% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device over the range of battery voltage it operated under during its service time. There is no evidence to indicate a problem with the battery. Without knowing the programming history of this device there is no way to determine why it did not meet its expected longevity calculation. Concomitant medical products: 6935m62 lead, implanted: (B)(6) 2016. If information is provided in the future, a supplemental report will be issued.

Event description:
The cardiac resynchronization therapy defibrillator (crt-d) was explanted and replaced due to normal battery depletion. The device was returned to the manufacturer, analyzed and tested out of specification. No patient complications have been reported as a result of this event.